Manufacturer narrative:
(B)(4). One used force fx8cs generator was returned for evaluation. The investigation did not identify anything that would have caused or contributed to the reported event. The investigation found that the unit to function normally and within specification.

Event description:
The customer reported that during a right side thoracotomy and decortication of empyema procedure, the patient was prepped with chlorhexidine 2 per cent solution and universal drapes. After initial skin incision the forcefx8cs was used for coagulation and cutting of soft tissue, and the drapes and under body padding caught on fire, causing several small patient burns. The fire was immediately extinguished with water. The burns were diagnosed by a plastic surgeon as superficial with 2 to 3 slightly deeper points. The patient¿s burns were treated with ice packs.

Event description:
The fulgurate mode was used at 40 w with an unknown pencil. The patient's side had been shaved, but not the patient's back. The fire occurred 15 minutes into the procedure. The patient received 1st degree burns to a large area of his spine, and he has since fully recovered. The chlorhexidine 2% prep solution had been applied with a sponge on a clamp. Inco pads were used to soak up the excess, and the pads had not been removed prior to the procedure. After the incident, another diathermy was used and the procedure was completed without further incident.

Manufacturer narrative:
(B)(4). The return of the incident unit has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.